Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) the needle broke under his skin and he could not remove it himself [needle issue]. Patient re-use needles [multiple use of single-use product]. Case description: this serious spontaneous case from (B)(6) was reported by a pharmacist as "the needle broke under his skin and he could not remove it himself" and "patient re-use needles" with an unspecified onset date, and concerned a male patient (age not reported) who was treated with novofine 31g 6mm needles since unknown date as device therapy. The patient's height, weight and body mass index was not reported. Medical history was not provided. Concomitant products included - protaphane penfill(long acting human insulin) the patient was using novofine 31g 6mm needles for many years. The patient was using the novofine needles along with protaphane penfill. But for the past 2 or 3 months, all needles, the patient happened to use in connection with insulin administration (skin penetration), were either bending or breaking. The patient re-uses the novofine needles. On unknown date, the patient received a primary care in the hospital because the needle broke under his skin and he could not remove it himself. The needle was removed and the patient was not hospitalised. The patient did not have any lumps on his skin. The action taken to novofine (31g) needle was reported as no change. The patient still uses novofine (31g) needles, but of a different batch. The suspected product batch was discontinued. It was reported that the samples had been thrown away. The reporter was not sure, but she believes that the patient uses novopen 4. The outcome for the event "the needle broke under his skin and he could not remove it himself" was recovered on an unknown date. The outcome for the event "patient re-use needles" was not reported. Investigation results: name: novofine® 31g x 6 mm, batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Final manufacturer comment: 20-oct-2015. No needle has been returned to novo nordisk a/s for investigation. Without the suspected needle or a batch number it is not possible to verify if the root-cause for the experienced adverse event could be related to any malfunctions in the needle, however the patient reports that he reuses the needles which are for single use only. Reuse of the needle could cause the needle cannula to break in this argus case (B)(4). Evaluation summary name: novofine® 31g x 6 mm, batch number: unknown. No investigation was possible, because neither sample nor batch number was available.